Manufacturer narrative:
Reporter name. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgery was prolonged about five (5) minutes to get the new cage.

Manufacturer narrative:
Patient information not available for reporting. UDI: (B)(4). Implant and explant dates device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter hospital contact name and telephone not available for reporting. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in france as follows: it was reported that the synex corpect device broke into two (2) pieces during the surgery. No surgical delay is reported. No information available about patient condition and outcome. This report is for one (1) synex with large endplate. This is report 1 of 1 for (B)(4).